Event description:
Reportedly, during pt use, a low fio2 alarm occurred. Upon replacing the oxygen sensor, this issue was resolved. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt information was not provided.